Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed. The instrument was found to have a torn cover (distal side of the cover) at the distal end. The tear is approximately 0.589" in length and runs across the distal washer. There was no missing material. Additionally, the instrument was found to have a torn cover (proximal side of the cover) at the distal end. The tear is approximately 0.589" in length and runs across the distal washer. This is the same tear as the jaw cover distal failure. There was no missing material. Further inspection found thermal damage to the white portion of the cut electrode. The instrument passed the electrical continuity test. Logs show "high initial starting impedance" error, indicating that the user likely tried to cut/seal to thick tissue, resulting in an error. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted lower anterior resection surgical procedure, the synchroseal instrument had damaged insulation. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding this event: the synchroseal instrument was inspected prior to use and no damage or anything out of the ordinary was found. There was no arcing was observed during procedure. There was no errors occurred when the synchroseal instrument issue occurred.

Manufacturer narrative:
The instrument was further investigated and the initial findings were partially confirmed. The torn jaw cover observations were correct. The cut electrode was found not to have thermal damage, the cut surface of the electrode looked straight and not wavy that would've otherwise indicated thermal damage.

Event description:
Refer to h10/h11 for follow-up information.